Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00620.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician felt resistance while advancing the velocity within the ace68 and, consequently, the proximal end of the velocity became fractured within the ace68, and the ace68 became stuck within the non-penumbra access sheath. Therefore, the physician removed the entire system and completed the procedure with a new access sheath, a penumbra system ace 60 reperfusion catheter, and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician felt resistance while advancing the velocity within the ace60 and, consequently, the proximal end of the velocity became fractured within the ace60, and the ace60 became stuck within the non-penumbra access sheath. Therefore, the physician removed the entire system and completed the procedure with a new access sheath, a penumbra system ace 68 reperfusion catheter, and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Describe event or problem. 2. Brand name. 3. Catalog #. 4. Device available for evaluation? 5. Returned to manufacturer on. Results: the returned ace60 was ovalized at approximately 10.0 cm, 15.0 cm, 19.0 cm, 40.0 cm, 45.0 cm and 52.0 cm from the hub. The device had kinks at approximately 11.0 cm and 14.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a proximal fracture. Based on the location of this damage, it occurred in proximity with the hub of the non-penumbra catheter. A one-way stopcock is located on the proximal hub of the non-penumbra catheter. If this stopcock is turned, it will significantly damage the catheters advanced through it, which in this case were the ace60 and velocity. This may have contributed to the damage on the returned ace and velocity. In addition, if the system is manipulated at extreme angles outside the body it may contribute to the damage seen on the returned velocity. Further evaluation revealed ovalizations on all three devices. These ovalizations line up on all three devices indicating these damages were likely a result of clamping down the non-penumbra catheter to ensure all three devices were removed from the patient upon retraction. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00620.